Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected back light anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's back light would not work even with a full battery. The customer could only see the screen with the reservoir icon. When they pressed a button on the insulin pump, the menu options did not display. The customer could hear the button clip but it did not display any message. Customer's blood glucose level was 189 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.